Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention was taken on (B)(6) 2019 to reposition the patient's scs system lead due to loss of stimulation therapy coverage. Stimulation therapy was reportedly restored postoperatively.